Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a cooling fan that was not functioning properly. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The customer reported that the cooling fan's rpm (revolutions per minute) was at zero unless it is spun manually then it would run. A remote service engineer advised the customer to replace the cooling fan. The customer was provided with the part number to order replacement.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.